Manufacturer narrative:
Based on the claim against the product by the customer noting the horizon on the endoscope was starting to shift throughout the case, an investigation is in progress. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. .

Event description:
It was reported during a da vinci-assisted inguinal hernia - unilateral surgical procedure, the horizon on the endoscope was starting to shift throughout the case. Intuitive surgical, inc. (Isi) clinical sales representative (csr) stated they had reseated the endoscope, but the issue remained with the horizon line shifting throughout the case. The issue is ongoing. The isi csr stated they were using a 30-degree endoscope on the universal surgical manipulator 2 (usm). The isi technical support engineer (tse) recommended removing the endoscope from the arm, rotating the endoscope base until the correct orientation (30 up or 30 down) was displayed on the screen, pressing the clutch button on the arm that was holding the endoscope (to cancel guided scope change), and reinstall the endoscope onto the arm to see if that would resolve the endoscope horizon line. The customer was unable to troubleshoot during the case and may try the troubleshooting steps after the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was inverted. The horizon was shifting. The event involved a reversed control motion on the system arms. A 30-degree endoscope was installed at the time of the event. The 30-degree endoscope was installed initially down orientation. The surgeon confirmed the desired orientation provided to the user via the user interface. The endoscope and endoscope¿s adapter/base were still engaged. The procedure was completed using a new endoscope. The vision issue did not result in patient injury. The endoscope is available for return.